Manufacturer narrative:
The comprehensive investigation consists of the review of the device history record, product release testing and the complaint history of the lot. Review of all product analysis, device history record (DHR) review, in-process testing, nonconformance evaluation, environmental sampling, aseptic processing, stability product trends and retention sample testing has demonstrated that it is highly unlikely that the reported issue is related to the product or processes associated with this lot. No product or manufacturing related root cause has been identified as all raw material testing, product formulation, manufacturing processes, finished product and retention sample analytical testing, product stability and transportation have been found to be acceptable. The returned samples, not actual complaint samples, were tested and were within specifications for the tested parameters. No other adverse events associated with a technical event have been reported for this lot. All batches are released according to the required specifications. All testing results were within specification for this batch. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The root cause for the reported complaint is inconclusive. The most common causes of inflammatory response associated with cataract extraction procedures are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas and inadequate cleaning of instruments. There is no evidence of a life threatening injury/illness or permanent impairment/damage. There has been no medical or surgical intervention to preclude permanent impairment/damage. The information provided does not represent a product problem or product malfunction. All cases were able to be completed and there was no patient permanent harm reported as a result of this event. In light of the comprehensive investigation and the outcome that the product is fully compliant with no contributing product or manufacturing factors to the event it can be concluded that no field safety corrective action would be necessary. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The comprehensive investigation consists of the review of the device history record, product release testing and the complaint history of the lot. Review of all product analysis, device history record (DHR) review, in-process testing, nonconformance evaluation, environmental sampling, aseptic processing, stability product trends and retention sample testing has demonstrated that it is highly unlikely that the reported issue is related to the product or processes associated with this lot. No product or manufacturing related root cause has been identified as all raw material testing, product formulation, manufacturing processes, finished product and retention sample analytical testing, product stability and transportation have been found to be acceptable. The returned samples, not actual complaint samples, were tested and were within specifications for the tested parameters. No other adverse events associated with a technical event have been reported for this lot. All batches are released according to the required specifications. All testing results were within specification for this batch. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. The root cause for the reported complaint is inconclusive. The most common causes of inflammatory response associated with cataract extraction procedures are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas and inadequate cleaning of instruments. There is no evidence of a life threatening injury/illness or permanent impairment/damage. There has been no medical or surgical intervention to preclude permanent impairment/damage. The information provided does not represent a product problem or product malfunction. All cases were able to be completed and there was no patient permanent harm reported as a result of this event. In light of the comprehensive investigation and the outcome that the product is fully compliant with no contributing product or manufacturing factors to the event it can be concluded that no field safety corrective action would be necessary. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. (B)(4).

Event description:
A nurse reported that when using viscoelastic material it appears that the substance causes a reaction of turbidity and corneal edema. The first case was completed despite noticing the corneal edema. After corneal edema was observed in the following two cases, the surgeries were discontinued. The surgeries were completed three weeks later. The three patients have been examined and the corneal edema has resolved.